Manufacturer narrative:
The subject ch-s400-xz-eb has not been returned to omsc. The user will not return the subject ch-s400-xz-eb. The ch-s400-xz-eb instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The user used 4k surgery endoscope system including the subject ch-s400-xz-eb in bariatric surgery. Before the beginning of the procedure, the image displayed on the unspecified monitor suddenly became dark, and the unspecified error message was displayed on the unspecified monitor. The user turned off and on the system, but it was not resolved. The user replaced the subject ch-s400-xz-eb with the similar device and completed the procedure. There was no report of the patient's injury regarding this event, but start of the procedure was delayed. (B)(4) checked visera 4k uhd xenon light source clv-s400 and visera 4k uhd camera control unit otv-s400 that were used in this procedure, but any fault was not found. Therefore, (B)(4) considered that the malfunction might be caused by the subject ch-s400-xz-eb.

Manufacturer narrative:
The subject ch-s400-xz-eb was not returned to olympus medical systems corp. (Omsc) for evaluation, omsc could not evaluate the subject ch-s400-xz-eb. Omsc checked the device history record of the subject ch-s400-xz-eb, there was no irregularity found. The facility is continuing to use the subject ch-s400-xz-eb, therefore olympus surmised the subject ch-s400-xz-eb had not malfunction. The ch-s400-xz-eb instruction manual states the corresponding method when there is an abnormality for the device. The exact cause of the reported event could not be conclusively determined, however there is possibility of this phenomenon is attributed to the following. The used cable was broken. Bad connection was occurred at the connecter of the subject ch-s400-xz-eb. The user misused of the otv-s400 used in the procedure. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject ch-s400-xz-eb was returned to olympus medical systems corp. (Omsc). As a result of investigation, omsc found the trace that the camera cable of the subject ch-s400-xz-eb was pulled strong. Omsc considered that the camera cable of the subject ch-s400-xz-eb was disconnected. Olympus stated the appropriate handling of ch-s400-xz-eb and the counter measures against abnormalities in the instruction manual of ch-s400-xz-eb as the following. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Do not pull out the video connector by pulling the camera cable. Equipment damage may occur. Do not rotate the camera head too many times in the same direction. The camera cable may become twisted, causing equipment failure. Therefore, omsc concluded that this phenomenon is attributed to the inappropriate handling by the user. There were no further details provided. If significant additional information is received, this report will be supplemented.